Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient experienced that infusion set cannula was bent on (B)(6) 2025. It was also reported that the patient first went to the emergency room (ER) and admitted to hospital on (B)(6) 2025 and the patient blood glucose levels while admitting the hospital was 386 mg/dl. It was also reported that the patient was released from hospital on (B)(6) 2025. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.